Event description:
The patient services representative (psr) of a male, patient, contacted lifecor customer support to report that there was a possible battery problem. She stated that when either battery pack is inserted into the battery charger the red fault light blinks. Support had the patient download and download revealed several "battery charger fault" flags. Support sent the patient a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of batter charger has been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery to not enter charging mode. The root cause of the defective q1 cannot be positively identified but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger.